Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon rupture occurred and a blood leakage was found in the catheter tube. It was noted that there was no alarm generated and no blood leakage was found in the iab pump (iabp). Customer mentioned that they used other commercially available sheath. The iab was removed and therapy was discontinued. There was no reported injury to the patient.